Manufacturer narrative:
Initial reporter's phone number: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had an unspecified defect was confirmed. An assessment was performed and found that the device was washed in liquid and malfunctioned. The assignable root caused was determined to be due improper handling. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure it was observed that the power module device had an unspecified defect. During in-house engineering evaluation it was found that the device was washed in liquid and malfunctioned. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.